Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 11/16/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 163 , 188, 193 and 209mg/dl. The expected fasting blood glucose test result range is 102-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 :163mg/dl date: (B)(6) 2017 time:10:45am fasting; result 2 :188mg/dl date: (B)(6) 2017 time:09:23am fasting; result 3 :209mg/dl date: (B)(6) 2017 time:07:28am fasting; result 4 :193mg/dl date: (B)(6) 2017 time:05:06am fasting; result 5 :137mg/dl date: (B)(6) 2017 time:03:24am fasting . Customer is concerned of high-test results. Says that she is using proper testing technique and cleansing hands with soap and water. Customer is storing test strips in the bedroom. Customer is not sure of when she opened this bottle of test strips. Advised customer that strips are only good for four months after open date. Customer does not have any control solution. No back-to-back test done. Customer says she just ate 30 minutes ago.